Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a message for a pressure issue. The device was in clinical use when the issue occurred. No patient or user harm reported. During the standby status test, the hospital biomedical engineer discovered that the device could not operate normally, after the program was set. The biomed reported that the device displayed an error code for a pressure issue. Despite multiple adjustments made by the onsite staff, the device could not be restored. A philips sales engineer was immediately notified but was unable to fix the problem when onsite. The device required further assistance. This investigation is ongoing.

Manufacturer narrative:
A follow up was performed with the key market (km), and the responder was unable to provide any further details regarding the issue. It was noted that the code generated was a "pressure problem." The customer declined to have the device serviced by philips and went with a third-party dealer. It was reported that the data acquisition (da) board was purchased; however, it could not be confirmed if the issue was resolved using the replacement da board. It was noted at the time of the follow up, that the device was not returned to service. Insufficient information was available to determine the resolution of the event. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.